Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the coil was successfully implanted in the intended place. It was dislodged in the microcatheter so it was pushed in and placed with the guidewire.

Manufacturer narrative:
Healthcare provider initial reporter information not reported due to region's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during coil embolization treatment for cerebral aneurysms (va-pica), the product (coil) could not be detached even if ID-1 was used, which detaches while the product is being inserted; healthcare professional (hcp) tried to detach it using the secondary separation method but still, it could not be detached. In the end, when the delivery wire was pulled a little, the coil broke, continued as it was and the treatment proceeded. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the package insert.

Manufacturer narrative:
H3: product analysis of fc-4-8-3d, lotno:226915312 found the actuator interface fully retracted out of the coupler tube with the release wire broken. The ai crimp was found present. The coin was found fully retracted out of the lumen stop. The shield coil was found stretched and the implant coil was found already detached and not returned for analysis. No damages or irregularities were found with the instant detacher outer surface. The instant detacher was taken apart to evaluate the components. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean and undamaged. No damages or irregularities were found with any other components. The returned axium prime device could not be used for detachment testing as the implant was already detached. The inner diameters of the instant detacher cap holes were measured to be 0.0145¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). An in-house axium coil was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap (which is expect ed). The axium implant coil was detached with no issue on the first attempt. Based on the device analysis, the customer report of ¿unable to detach¿ could not be confirmed as the returned instant detacher detached the in-house coil with no issues. There was no non -conformance to specification, nor any issues found with the returned instant detacher that would contribute towards the failure. The customer report of ¿non-detachment¿ could not be confirmed as the returned axium prime had its implant coil already detached and not returned for analysis. A possible cause for non-detachment is the release wire found broken. Which would prevent the release wire from retracting. However, the release wire and coin were found already retracted out of the lumen stop. Therefore, the release wire break is not the likely cause. The shield coil was found stretched. It is possible the shield coil became damaged and entangled with the proximal implant coil causing it to temporarily not detach properly. The implant may have finally detached as the customer reported during retraction, causing the implant to separate from the shield coil. The customer reported several attempts to manually detaching the implant; however, there are no breaks found on the break indicator. The axium prime coil is compatible for use with the instant detacher. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.